Event description:
A consumer called to report that she had allegedly been burned by a heating pad. This incident resulted in blisters on her chest and stomach. The extent of her injuries is currently unk, as she stated she had not yet seen a doctor. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instructions. The product has a clear warning that states the product is intended for use on top of the body, and consumers should not sit against or lay on top of the heating pad. The instructions also have a warning to never place the pad between yourself and a chair, sofa, bed, or pillow.